Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted

Event description:
It was reported that the tasp was broken in removal after final trial of poly thickness. Subsequently, there was no patient impact. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
Cmp-(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated: reported event confirmed by review of actual device received. Visual examination concludes that the returned device is fractured, tasp exhibits signs of repeated use (nicked or gouged). The dovetail feature is compressed & is fractured on the medial side of post, all pieces returned. Device history record (DHR) was reviewed with no deviations identified. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.